Manufacturer narrative:
Note: this report was originally submitted via asr report as a prod problem, however, add'l info rec'd 5/22/07 indicates that the report is an adverse event and an MDR should be filed.

Event description:
Procedure: lung biopsy. Reportedly, according to the surgeon, the staple formation was not performed properly, but blade worked properly. Therefore, there was "quite a lot" of blood after application of the stapler.